Event description:
Pt to o.r. 3 days post d&c, hysteroscopic, endometrial ablation secondary to abdominal pain. Operative findings include perforated uterus/bowel.

Event description:
The pt with an undiagnosed 6-cm submucous (type 0) fibroid underwent late evening d & c, hysteroscopy and endometrial ablation procedure. Sounding length at time of operative visit dictated as 10 cm (actual sounding length of the autopsy specimen - 6 cm). Multiple cavity integrity assessment (cia) tests performed with two devices indicated the possibility of uterine perforation. Eventually the cia test passed, most likely due to occlusion of the perforation with the fibroid, allowing the ablation to proceed. Post-operative hysteroscopy revealed uterine cavity blanching, and the fibroid was still undiagnosed. The pt remained hospitalized overnight. Three hours post discharge, pt admitted self to a different hosp ER complaining of severe abdominal pain and was discharged with painkillers and antiemetic medications. Pt continued to experience pain the next day, and the dr. Prescribed alternate pain and antiemetic medications by phone. Three days post procedure pt admitted to the hosp and diagnosed with peritonitis and septic shock. Subsequent laparotomy revealed uterine and small bowel perforations. Small bowel resection and appendectomy were performed. Pt was unstable during and after surgery and expired shortly after in ICU. There was no device malfunction. The instructions for use were not followed. Pt injury was not ablation device-related. This pt was not a candidate for endometrial ablation of any kind. County medical examiner reported the pt had a previously undiagnosed, large submucous 6cm fibroid occupying entire uterine cavity. Size of uterine and bowel perforations were consistent with uterine sound diameter, indicating the perforations were caused by the sound instrument. The reported intra-operative 10-cm sounding length compared to the 6-cm autopsy sounding length also indicates the perforations were caused by the uterine sound instrument. No indication of the larger-diameter novasure device exiting the uterine cavity was present. The cavity integrity assessment alarm correctly identified the presence of uterine perforation on multiple occasions. It is believed that after multiple manipulations the fibroid was temporarily pressed against the perforation site allowing for occlusion and ablation initiation.